Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure as the patient was unhappy with their vision results. The patient wanted more intermediate target with ability to see the computer screen length. The physician replaced the lens with a (B)(4). The patient is doing fine. Additional information was requested but not received.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Age/date of birth: age - (B)(6) years. Gender/sex: female. If implanted; give date: (B)(6) 2015. Device available for evaluation: yes. Returned to manufacturer on: 06/29/2015. Product investigation: the intraocular lens (iol) was returned to the manufacturing site for investigation. The lens was inspected at 10x microscope magnification. The lens was received cut in two (2) parts. A few loose particles were observed in the optic zone compatible with handling of the lens. The condition observed in the lens received was consistent with a lens that had been explanted from the patient's eye. Due to the fact that the lens was received cut in half, no further investigation was possible. Manufacturing record review: the review of the documentation presented in the manufacturing record was found within product specifications. No deviation or non-conformance related to the customer's complaint was generated. A review of the manufacturing process and/or the materials in our change control system showed that no changes were implemented when this lens was manufactured. The lens met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted.